Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-75491, review of additional information indicates that the device should not have been reported as the lead helix will not extend after it is placed in the body, it is a non-reportable complaint.